Manufacturer narrative:
Citation: mahtta d et al. From corevalve to evolut pro: reviewing the journey of self-expanding transcatheter aortic valves. Cardiol ther. 2017 dec;6(2):183-192. Doi: 10.1007/s40119-017-0100-z. Epub (B)(6) 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the evidence behind the use of transcatheter aortic valve replacement (tavr), improvement in devices over previous generations, clinical evidence behind the corevalve evolut pro system, and the future of tavr. All data were collected from previously conducted studies, but the method used for searching and selecting the study data was not disclosed. The study population included an unidentified number of patients (predominant gender, mean age and weight were not provided), an unknown number of which were implanted with a medtronic corevalve bioprosthetic valve or a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation post-tavr, paravalvular leak, vascular access complications, stoke, bleeding, and bioprosthetic leaflet thrombosis. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.